Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged. In a revision procedure, the lead's helix was noted as not fully extended. The lead was explanted and successfully replaced by a new lead.